Manufacturer narrative:
G2: citation: authors: catapano, j. S., koester, s. W., rumalla, k., rangel, I. C., stonnington, h. O., singh, r., memon, a., kimata, a. R., winkler, e. A., baranoski, j. F., cole, t. S., graffeo, c. S., srinivasan, v. M.,. A review of preoperative embolization effectiveness in patients with arteriovenous malformations.. Neurosurgery 94(1):129-139 2024. Doi:10.1227/neu.0000000000002629. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found reported of hematoma, hydrocephalus, stroke, distal marginal branch rupture causing contrast extravasation and subarachnoid hemorrhage, in association with onyx embolization. The time frame of this study was january 1, 2015¿december 31, 2020. The purpose of this article was to analyze the cost-effectiveness of preoperative embolization of avms. The authors reviewed 88 cases of patients treated for arteriovenous malformations (avms) using onyx. Two groups were made of a nonembolization cohort (100 patients) and an embolization cohort (88 patients). Of the 88 patients, 62 received onyx and and 39 patients received nbca. Of the 88 patients in the embolization cohort, the average age was 39 years, 52 were female and 36 were male. Cost-effectiveness score (ce) was the primary outcome of interest and was determined by dividing the total 1-year cost by effectiveness, which was derived from a validated preoperative to last follow-up change in the modified rankin scale utility score. A lower ce signifies a more cost-effective treatment strategy. Preoperative embolization was cost-effective for patients with sm grade iii avms but not for patients with lower-grade avms. The article does not state any technical issues during use of the onyx. In addition, in the embolization group, 31 patients had a mrs score of 0, 28 patients had a mrs score of 1, 8 patients had a mrs score of 2, 3 patients had a mrs score of 3, 11 patients had a mrs score of 4, 6 patients had a mrs score of 5, and 1 patient had a mrs score of 6. The following intra- or post-procedural outcomes were noted: hematomas in 2 patients post operative hydrocephalus in 4 patients post operative stroke in 1 patient distal marginal branch rupture causing contrast extravasation and subarachnoid hemorrhage 14 patients required an external ventricular device (evd) 6 patients required a shunt.